Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a leadless implantable pulse generator (ipg) was unable to send a transmission before a doctor¿s visit due to no telemetry with mycarelink. The progress bar did not show on any transmission attempts. The patient attempted to adjust the reader position, power cycle the monitor and reader, place a dry washcloth between the reader and the implant, and verified that there were no interference devices near the monitor. The patient was referred to the clinic and advised to bring the monitor to the next appointment. The leadless ipg remains in use. No patient complications have been reported as a result of this event